Manufacturer narrative:
Tt was reported that the device was not "the machine is not allowing the medicine to come out". Due to this, the patient was unable to receive their medication. No injury has been reported at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Machine is not working.